Event description:
A customer reported the equipment displayed problems with the vacuum during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and with a delay less than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The company representative stated that the reported event may have been associated with the customer reusing the cassette for several surgeries on the same day. A review of the system's event log did not indicate any related system messages. There was no sample returned for evaluation and no addition info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4)